Event description:
Pulmonetics ltv-950 ventilator presented with persistent "hw fault" alarms. No adverse event to pt. Ventilator exchanged, and will be sent to MFR for svc, per troubleshoot guidelines in MFR manual.